Event description:
It was reported that the biomedical engineer requested the part numbers to repair the external pulse generator (epg) that had broken output connectors. Technical services provided the part numbers requested. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4).